Event description:
It was reported that the customer's insulin pump repeatedly alarmed with no delivery. Customer's blood glucose was not known. It was stated that the alarm was resolved by a complete set change and it was not possible to troubleshoot for the cause(s) of the alarms, due to having occurred in the past. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.